Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room with vf episodes. Review of merlin.net transmission indicated that the patient had atrial flutter with rapid ventricular response and received inappropriate atp. Patient was admitted and ep consulted. Plan was to control af rates and go back to clinic for programing changes or evaluation. Patient's condition was good.